Event description:
An endeavor sprint rapid exchange (rx) drug-eluting coronary stent delivery system length 18mm, diameter 2.5mm was used to treat a lesion in a patient's om. The physician failed to cross the lesion with the device and the device was removed from the patient. It was reported that the stent was frayed and the distal tip was compromised through aggressive manipulation and inspection after removal from the patient. The case was successfully completed using a shorter length endeavor stent. Patient was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery system was not returned to medtronic for evaluation.

Manufacturer narrative:
(B)(4). Evaluation, results: aggressive manipulation and inspection. Failure to deliver stent. Conclusion: aggressive manipulation and inspection.